Manufacturer narrative:
Further investigation determined the issue was resolved by the service visit. Trending was performed for this type of complaint and no abnormal trend identified. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys estradiol iii assay or elecsys hcg + beta test system results over several days. Data was provided for two patient samples tested on (B)(6) 2017. Patient 1 initial estradiol result was 117 pg/ml and the repeat result was 1184 pg/ml. Patient 2 initial b-hcg result was 200.7 miu/ml and the repeat result was 389 miu/ml. This patient was a (B)(6) female born on (B)(6). (B)(6). The initial results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found the photo multiplier voltage was out of the normal range and the sipper probe was misadjusted. He adjusted the voltage and adjusted the sipper probe. He ran performance testing which passed. The customer ran calibration and qc with results within specifications.